Event description:
The patient reported that since her most recent vns was placed, she has had really bad fatigue. She noted that she sleeps 11 hours a night and still doesn't feel rested, takes multiple naps throughout the day. She was diagnosed with sleep apnea and was given a CPAP machine but the max dose is not helping. She was given anti fatigue medication as well. She said they have tried changing the vns settings multiple times and it didn't help. Information was received from the physician that the cause of the sleep apnea & associated fatigue is too much vns stimulation, medication inappropriate, or maybe restless leg syndrome complication. No further relevant information has been received to date.